Manufacturer narrative:
Patient weight was not provided. (B)(4). The pump remains in use supporting the patient, and no further issues have been reported. Although the reported alarms for estimated low flow values were confirmed through the evaluation of the submitted system controller log file, a root cause for these events could not be determined through this evaluation. Based on the events captured within the log file and the reported information that the patient¿s laboratory values are normal, the captured low flow alarms do not appear to be related to device thrombosis. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced low estimated flows post-implant. The surgeon felt that the patient needed more volume which was administered slowly to not impact the right heart. The low flows continued through the night and into the next day. The patient was taken back to the or for exploration and only slight surgical bleeding was observed which was reported as not enough to cause the continuing low flow alarms. Hemostasis was achieved. A pump exchange was considered, however a ramp echocardiogram showed that the aortic valve was closed and the left ventricle diameter was changing. The patient's mean arterial pressure was between 60-80 mmhg, and the kidneys were "doing great" there were no hemodynamic issues to indicate a true low flow state. The patient's system controller was exchanged with his backup system controller, to rule out a hardware issue. The outflow graft looked appropriate with no issues or kinks noted that would hinder flow. The patient was extubated and his flows were in the mid 3''s lpm range. It was reported that as of (B)(6) 2015, the patient was still in the ICU, with continuing low estimated flows at times. The medical team report that the scenario was puzzling as the patient is pulsatile and hypertensive at times, then changes immediately to the aortic valve remaining completely closed. The hospital staff felt that to some degree it appeared that the patient may have thrombus but the lactate dehydrogenase level had not increased and perfusion was good with no change in kidney function. All of the laboratory values were normal. A repeat ramp study shows the left ventricle was decreasing in diameter indicating the pump was functioning by unloading the left ventricle. As of 08/20/2015, no further low flow issues have been reported.